Event description:
It was reported that the patient experiences migraines with device use. Migraines began when his right ear was implanted. The patient was prescribed with propranolol twice a day and promethazine for nausea and migraines. Testing of the device revealed the device is working within normal limits. Advanced bionics is in the process of gathering more information, once further information is obtained a supplemental report will be submitted.